Manufacturer narrative:
(B)(4). Minipolyaxial screwdrivers (product code: 2883-04-000, lot numbers: ag2038348 was returned to the customer quality unit (cqu). The final driver from lot ag2038348 was broken at the tip. The broken tip fragment was not returned for analysis. The driver was subsequently submitted for fracture analysis. Optical imaging of the tip of the driver reveals plastic deformation at the hex head and torsional shear markings following circular patterns. The plastic deformation at the hex head indicates torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver broken, unspecific damage.